Manufacturer narrative:
The product analysis and investigation are ongoing. A supplemental report will be submitted upon closure of the analysis and investigation. (B)(4).

Event description:
Medtronic received information that post implant of this bioprosthetic valve as a full root replacement, an echocardiogram revealed two large tears and dissection in the aortic root (right and left) with both coronary arteries intact. Subsequently, the valve was explanted. It was reported there was a tear in the area between the right and left coronary cusps. There was no calcification or signs of infection reported on the leaflets. Samples were taken to rule out endocarditis. A medtronic valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was flat or collapsed, which made it slightly difficult to visualize the orientation of the left coronary sinus. The sewing ring was slightly everted. The right and non-coronary sinuses had been modified. Three visible areas consistent for a pseudoaneurysm were present at all three sinus of valsalva. Sections of the edges were rolled and smooth, suggesting ¿adventitial hemorrhage¿. A small tear was observed adjacent to the non-coronary sinus. Minor stress marks that consistent with a pseudoaneurysm were noted on the intima adjacent to the non-coronary sinus. Remnants of blue monofilament sutures remained attached to the edges of the non-coronary and left sinuses and outflow anastomosis. Remnants of amber colored ¿bio-glue¿ remained attached to the outflow anastomosis and bias cloth on the outer inflow edge extending onto the tissue adjacent to the right coronary sinus. All leaflets were slightly stiff but flexible. Small tears were observed on the tunica of all cusps along the inflow margin of attachment and in all inferior coaptive areas. All commissures were intact. A thin layer of tan pannus was observed along the outflow anastomosis where native tissue remained attached to the outflow adjacent to the non-coronary cusp. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Product analysis noted the sewing ring to be slightly everted. The instructions for use (IFU), section 10.2 warns ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ section 5.0 also states ¿caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿ the two large tears / dissection in the aortic root were consistent for a pseudoaneurysm. Pseudoaneurysms occurred in the freestyle aortic root replacement range in size, and have included dilatation with thinning of the bioprosthesis sinus area, and in some cases rupture in the area involved. Based on the received information and the returned product analysis, the definitive cause of the pseudoaneurysm / dissection cannot be determined. However, there are journal articles that have suggested several possible contributing causes of freestyle rupture (pseudoaneurysm). The kameda paper theorized the cause of freestyle rupture was structural injury either from the aggressive use of forceps during implantation or the use of bioglue. Kameda,y., mizuguchi, k., kuwata,t., mori,t., and taniguchi,s. Aortopulmonary fistula due to perforation of the aortic wall of a freestyle stentless valve. The society of thoracic surgeons. 78:1827-1829. 2004. (B)(4).